Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1628 showed 9 other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was admitted to the hospital for postoperative chemotherapy for colon cancer. He was given the third intravenous chemotherapy with ai heng, cf, and 5fu pumps. The patient was given intravenous drip ai heng at 12:29. At that time, there was no redness and swelling at the PICC puncture site. At 13:35 minutes, the nurse watched the patient's infusion and the limb was swollen. The infusion was stopped, blood was drawn back, and the puncture site had pale blood leakage. The arm circumference of the affected limb was 29cm and the exudation was measured. The area is 15*22cm, the uninvolved arm circumference is 27cm, the skin has no redness, and the patient complains of slight swelling and pain. The nrs score is 1 point, and the patient should be comforted. The chest radiograph showed that the 7th thoracic vertebra at the tip of the PICC catheter, and b-ultrasound showed that the blood vessels were smooth. When the static therapy specialist nurse flushed the PICC pipe with 20ml of saline, there was a light blood seepage at the puncture site. When the PICC pipe was pulled out about 3cm, there was a breach, and the flushing pipe had liquid outflow. The PICC tube was removed, and the doctor ordered a warm compress of 100ml normal saline + 50mg dexamethasone. Now the patient complains of a slight numbness and pain in the affected limb. The nrs score is 1 point, and the relevant comfort work is done.